Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing on stored electrograms. It was also reported that the patient had reported shocks, but no shocks had been delivered. The lead remains in use. No patient complications have been reported as a result of this event.